Event description:
Ous MDR. After an implantation time of about 29 months, incorrect detections with oversensing and with several inadequate shock deliveries were reported. After these shock deliveries, the ICD indicated "eos" state. The ICD was explanted.

Manufacturer narrative:
Ous MDR - the ICD first underwent a status interrogation which confirmed that the battery status was eos. The device had been implanted for 29 months, during which 91 charge processes had been recorded. Visually there was no indication that could be connected to the oversensing complained about. As part of the electrical analysis, the memory content of the ICD was examined. The analysis of the iegms showed that external interferences, starting in 2008, had led to the charge processes, some of which were terminated. As a result, the signal sensing of the ICD was tested and proved to be free of noise. The ICD sensed the fed signals without interference. The shock list also documents that 70 charge processes took place within 9 hrs. This led to a temporary decrease of the battery voltage below the eos threshold. The device status eos was as expected. The ICD's capability to provide therapy was checked. The antibradycardia output signal was normal and corresponded to the programmed values in eos mode. The eos mode was reset with a technical programmer. A fibrillation signal was applied, and the device reacted in accordance with the specifications with a defibrillation shock. The specified energy level was reached. The analysis did not show any indications of a material defect or manufacturing error. The ICD proved to be fully functional. In summary, the analysis of the ICD did not indicate a device defect. The eos state was to be expected after a number of 70 consecutive charge processes. After resetting to eos mode, the ICD showed the state mol 2 and was fully functional. The signal sensing in particular proved to be correct.